Event description:
Lead explanted due to fracture. It subsequently tested out of apparent lead fracture. 5/2001 first portion tested out of specification during manufacturer's analysis. Second report of fracture (5071).